Event description:
It was reported that during device change-out for normal battery depletion, the right ventricular [rv] lead was found to have an insulation break. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.